Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report also contains the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the issue reported by the customer could be confirmed. The ventilator issued multiple exhalation obstructed alarms. On (B)(6) 2025, 22:07:38 low minute volume alarms 5006, on (B)(6) 2025, 22:07:33 disconnection on ventilator side alarms 5011, on (B)(6) ,2025, 22:07:28 exhalation obstructed alarms 5015, on (B)(6) 2025, 22:07:21 exhalation obstructed alarms 5015, on (B)(6) 2025, 22:07:14 exhalation obstructed alarms 5015. The root cause was identified as a defective expiratory valve, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with exhalation obstructed. No patient was involved.